Manufacturer narrative:
This report is submitted on december 05, 2023.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022 in order to undergo skin flap thinning surgery due to poor magnet retention. There are plans to explant the device; however, this has not occurred as of the date of this report. The implanted device remains.